Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since implant, the patient has had two infections and one almost went septic. Caller stated that the patient's white blood cells were very high and the patient had to stay in the hospital for four days. Caller said that the pa from healthcare cline came to the hospital once and told them would notify and consult with implanting physician however said they haven't heard anything from that clinic since that one visit. Caller said that patient was told by hospital staff that patient is being treated for pseudomonas infection. Caller said the patient came home from the hospital with antibiotics. Caller said that patient started getting a fever again last night and still has a fever and doesn't feel good and still feels pain in their genitals, same symptoms as before. Caller mentioned concern if patient's body is rejecting the implant. Caller was redirected to consult with patent's healthcare provider. The caller stated that they have an appointment today at 2 pm with a different doctor at advanced urology that was available. When asked if the stimulation has been turned off to determine if the pain subsides, caller said that it hasn't. Reviewed therapy screen with caller. Caller asked if they should go to the hospital first before their appointment. The caller was redirected to contact patient's healthcare provider for medical direction.